Manufacturer narrative:
The customer is unknown; therefore, the device will not return for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
User facility voluntary medwatch report mw5085386 was received that stated the following: ¿our infusion pharmacy has had many recurring issues with ICU medical sapphire infusion pumps and tubing sets. The tubing sets are leaking at the filters (both the 1.2 micron filter and the 0.22 micron filter sets are having this issue). The issue has been reported to ICU medical multiple times with no action being taken other than ¿investigation¿.¿ it was additionally indicated that there was no adverse event, but there was a serious injury that required intervention. The event occurred on an unspecified date. No additional information is available as there is no contact information provided. This report reflects the sapphire tubing set with a 1.2 micron filter.